Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer had a blood glucose level of 408 mg/dl in the morning but did not know why. Customer stated that she attempted to bolus but she noticed that her insulin was empty. Customer then received a no delivery alarm. Customer did a reservoir change but did not change her infusion set. When the customer filled her cannula with 0.5 units, her pump would alarm with a no delivery alarm. Customer treated this morning with 10 units of insulin. Customer keeps getting a no delivery alarm when she attempts to deliver 0.5 units. Customer delivered 20 units of insulin during the call and stated that it seemed to be delivering fine. Customer stated that she will call back if the issue continues. Customer has been getting unexplained high readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).